Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bone resorption, mobility, 1 of 4 implants didn't osseointegrate.